Event description:
It was reported that the insulin pump had a blank screen due to battery cap connection was not working. Troubleshooting was done. Customer's blood glucose was 102 mg/dl. Advised the customer that battery cap would be replaced. The customer was also advised to monitor the insulin pump closely until the new battery cap arrives and if issue persists to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.